Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 5mm amplatzer septal occluder (aso) was successfully implanted in a patient. It was noted that on (B)(6) 2022, chest x-rays confirmed that the aso had embolized. The decision was made to explant the embolized amplatzer septal occluder. No other replacement device was implanted. The patient was stable and discharged at the time of report.

Manufacturer narrative:
An event of device embolized into the aorta was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot.

Event description:
Subsequent to the previously filed report, additional information was received that the 5mm amplatzer septal occluder (aso) was successfully implanted using an amplatzer trevisio intravascular delivery system. The patient had remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in the procedure reported. On (B)(6) 2022, it was noted via chest x-ray that the aso had embolized into the patient's aorta. The decision was made to retrieve the embolized aso using a transcatheter snare. No other replacement device was implanted and the cause of the device embolization is unknown. The patient was stable at the time of report. No additional information was provided.